Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose level was unknown at the time of the incident. The customer reported that she changed her set several times; however, the blood glucose level was still going high. The customer was assisted in troubleshooting for high blood glucose. The customer did not allege that the insulin pump was under delivering. The customer treated her high blood glucose with manual injections. The insulin pump will not be returned for analysis.